Manufacturer narrative:
Other relevant device(s) are: product ID: 1884380em, serial/lot #: (B)(4), ubd: 04-dec-2022, UDI#: (B)(4). No analysis has been reported at this point. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a procedure. It was reported that the blade did not track with navigation initially out of the box. No impact on patient outcome. No delay.